Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the information available in the rdf, the spectra optia system operated as intended and there is no indication of any clear root cause for the patient reaction during this procedure. Fluids used: 5% albumin, volumes: ac: 86, ac to patient: 14, calcium gluconate to patient: 20inlet processed: 857, collect/remove: 480, replaced: 294, rinseback: 162 investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Event description:
The customer reported an allergic reaction 10 minutes into a therapeutic plasma exchange(tpe) procedure. The reaction included agitation, sore throat, swollen lips, increased respiratory rate and wheezing. The procedure was stopped as soon as the symptoms began and the patient was moved from the surgical floor to intensive care for observation. Albuterol/atrovent nebulizer, benadryl IV, methylpred (steroid) IV were administered to the patient. The patient was discharged home the day after the event occurred. Terumo bct is awaiting the return of the disposable set. This report is being filed due to medical intervention via albuterol/atrovent nebulizer , benadryl IV, methylpred (steroid) IV and transport to the ICU.

Manufacturer narrative:
Additional evaluation method codes: manufacturing review c92002 sterilization process review investigation: the disposable set was returned for investigation. The disposable set was visually inspected for missing parts, misassemblies, kinks and occlusions and none were found. A service call was placed to check the machine after this incident occurred. The service call found that the column sensor reading was out. This reading is not related to the patient reaction because it is a post plasma pump sensor and monitors the pressure of the column in a spd procedure and the collect line in an mnc procedure to help ensure the line is clamped. Saline run was performed with no errors. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out and none have been reported. Root cause: part evaluation, rdf analysis, and service call did not show any issues related to fluid delivery or procedure parameters that would affect patient reaction. Customer statements show that the patient has a medical history of severe asthma. Root cause for patient reaction is related to patient physiology with possible sensitivity to eto and/or albumin.